Manufacturer narrative:
This report has been identified as b. Braun (B)(6) ag internal report (B)(4). Results: a visual inspection was performed. The cover caps on the screw pillars and the seal on the lower housing were intact. No damage could be found. A functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read out and analysed. No infusion was found on the day of occurrence. The last infusion with propofol was investigated. No abnormalities were found. The downstream-sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested according to the requirements of the technical safety check. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device matched the required values and standards. All measured values are within our specification. A delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,65%. During the investigation no faults were detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling was detected. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6) : "underinfusion". Customer information: "reason of complaint: propofol 500mg/50 ml infusion was primed and connected to via ivc to intubated patient. I then noticed that the medication was not being pumped to the pt however, the pump was running and no alarms were sounding. The ed consultant then instructed for the pump to be removed, then have 200mg propofol drawn up for bolus push and a 500mg propofol infusion to be commenced via the alaris syringe driver. No patient harm. Name of device alert: no information".